Manufacturer narrative:
Product event summary: one battery and one controller were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis revealed the occurrence of a critical battery alarm and premature switching events. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. An internal investigation has been opened to evaluate these types of issues. The most likely root cause of the reported event is a communication error between the controller and the batteries, which likely contributed to the event. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿battery, battery/ (B)(4)/ model #: 1650de/ expiration date: 2015-03-31, UDI #:unk. Return date: 2015-04-30, mfg date: 2014-03-01. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery was not recognized by controller. The battery and controller were exchanged. There was no impact to the patient. No patient complications have been reported as a result of this event.